Event description:
Hoyer lift canvas sling split apart during a transfer procedure ( 5:45 pm ) with resident in it on 10/6/1999, resulting in resident sliding to the ground and sustaining a small abrasion to forehead.